Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). Conclusions: 22 inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the lad. It was reported that the patient suffered an mi (not related to the target vessel) on the day of the index and it was reported that the event was possibly related to the study device.